Manufacturer narrative:
Additional information added; d4, d10, & h4. The customer¿s report that the tubing set filters were not filling was confirmed. However, the filters¿ air vents were occluded from previous vent leakages which prevented air boluses from exiting the filters. Visual inspection under a lab microscope found evidence of leakage on each of the set¿s air filter membranes. The filter membranes were compromised with dried liquid obstructing the air vents. No other anomalies or evidence of damage were observed on the filters or the sets during initial visual inspection. It was observed that one of the three returned sets leaked out (termed ¿weeping out¿) from the air vents of the primary set¿s micron adult filter. The sets were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Functional testing was performed by spiking each set to a lab IV bag filled with bleach water. The customer reported that the filters are not filtering was not confirmed. The root cause of the customer¿s experience was not identified as the sets reprimed during functional testing with no visual particulates exiting the sets. The root cause of the leakage was not identified.

Event description:
It was reported that the tubing set filters are not filling as expected and do not appear to be filtering products (product does not slow after going through filter, air bubbles in filter, or medication only filling on 1 side) during tpn administrations. Due to re-priming of a new administration set, medications are lost in the process which results in the infant patients not receiving a full dose/full nutrition for the day (medication was total parenteral nutrition). It was later reported that there was no delayed patient care, nor did the event contribute to, or result in serious adverse impact to any patients.

Manufacturer narrative:
Correction on initial report: b.3 additional information: this set was moved from manufacturer report number: 9616066-2019-03706 to manufacturer report number: 9616066-2019-03575 after mdrs sent. Therefore h10 results in this file are from pr manufacturer report number: 9616066-2019-03575. The customer¿s report that roller clamp continued to drain and administer was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted light yellow liquid was observed within the tubing throughout the sets. The sets were covered in residual fluid on the surfaces of each of the sets¿ tubing. Set 3's filter membranes were compromised with dried liquid obstructing the air vents. No other anomalies were observed. Functional testing resulted in sets repriming successfully via gravity and showed no signs of air entering the lines. Set 3 reprimed slowly due to the compromised filter and the viscosity of the yellow fluid exiting the set. During repriming of each set, the roller clamps were engaged at different intervals and there were no signs of uncontrolled flow when clamping. The sets were then loaded into a lab pump module. An infusion rate was not provided, therefore the primary infusions were programmed at a rate of 125ml/h and vtbi of 125ml. During the infusions at various time intervals, the roller clamps were engaged and there were no signs of fluid flowing out the sets' male luers. The primary infusions completed with no alarms or any issues. Examination under magnification observed no concentricity issues. Each tubing were measured to be within specification(s). The root cause of the customer¿s report was not identified.

Event description:
It was reported that roller clamp was ineffective, but product continued to drain and administer. It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.

Event description:
It was reported that the tubing set filters are not filling as expected and do not appear to be filtering products (product does not slow after going through filter, air bubbles in filter, or medication only filling on 1 side) during tpn administrations. Due to re-priming of a new administration set, medications are lost in the process which results in the infant patients not receiving a full dose/full nutrition for the day (medication was total parenteral nutrition). It was later reported that there was no delayed patient care, nor did the event contribute to, or result in serious adverse impact to any patients.

Event description:
It was reported that roller clamp was ineffective, but product continued to drain and administer. It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Correction for the correct b5-description; this is to reflect information from mrn 9616066-2019-03576.

Manufacturer narrative:
Patient information was requested, but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that filter not filling as expected and does not appear to be filtering product (product does not slow after going through filter, air bubbles in filter, or medication only filling on 1 side. Due to re-priming in attempt to find a working IV administration set, medication was lost in the process. This resulted in the patient not receiving a full dose/full nutrition for the day (medication was total parenteral nutrition). It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.